Event description:
It was reported that this pacemaker was suspected of exhibiting some under sensing during a ventricular episode. Technical services (ts) was consulted and recommended a review of the episode. This pacemaker remains in service. No adverse patient effects were reported.